Manufacturer narrative:
The technician found the cause to be the external alarm. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, removed the pt and zero the bed exit system. The technician replaced the bed exit external alarm with housing to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the bed exit alarm does not have an audible alarm when it is set. No pt injury reported.